Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: contamination.

Event description:
Healthcare professional reported "when opening the tissue expander box, there was piece of plastic in the container with it". This record is for not implanted device.

Event description:
Healthcare professional reported a piece of plastic in the container while opening the single use silicone breast sizer box. This record is for not implanted device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3

Event description:
Healthcare professional reported "when opening the tissue expander box, there was piece of plastic in the container with it". This record is for not implanted device.

Manufacturer narrative:
Additional, changed, and/or corrected data: g4.